Event description:
The company was informed of an alleged incident that occurred in a retirement home in (B)(6), with a caire inc. Stroller portable liquid oxygen unit (sn (B)(4)), on an unk date. The alleged incident was first reported to the company by the equipment distributor. The alleged incident was described to the company as the following: "pt was using an oxygen mask, not a cannula. Lox made its way up the tubing and caused burns on facial area. No hospitalization required," the equipment distributor quarantined the subject stroller unit at their office and reported that no testing has been completed on the subject unit since the alleged incident. Caire inc. Does not state in the pt operating instructions or literature that the equipment is compatible with an oxygen mask.